Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016. Approximately, 28 seconds into the ablation the patient "nearly flatlined". The anesthesiologist "regained appropriate vitals". The physician completed the ablation and the patient was discharged home.